Event description:
Review of the programming history for the patient revealed a generator diagnostics test was performed which set the patient's output current to zero. Two other patients were also noted to be set to zero following a generator diagnostics test and are being reported via MDR's 1644487-2008-00862 and 1644487-2008-00824. The reporter has been notified that generator diagnostics are not to be done in the clinic setting, and to always perform a final interrogation before the patient leaves the office. The product analysis did not reveal any anomalies and the computer, flashcard and software performed per specifications. This analysis was previously reported via MDR # 1644487-2008-00842.